Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the numbers were scrolling. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further info reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked, battery tube threads, cracked reservoir tube lip and cracked reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.